Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection noted the warranty seal is intact. The back panel is bent around the volume dial. The volume dial is bent slightly. Functional testing found the controller output was too high when pressing the coag pedal. The ablate settings performed as expected. The correct coag visual display was observed, and the correct audible tone was emitted from the controller. A reference wand was utilized with the controller and found to produce plasma when either the ablate or coag pedals were pressed; note the coag pedal should not produce plasma. The output voltage displayed for coag was out of specification. The unit was opened and found multiple loose internal components. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review identified similar reported events, and a risk management review confirmed that the reported failure mode had been previously identified and documented; based on post market analysis, the occurrence of this event remains within acceptable limits and is considered adequately controlled. The root cause was associated with a loose chip on the pcb. Factors that could have contributed to the reported include an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a t&a procedure, a coblator ii was too hot. The procedure was resumed, after a non-significant surgical delay, using the same coblator ii device and a new evac 70 xtra wand was opened. The patient had to be taken back to (B)(6) on (B)(6) 2026 evening following a bleeding post operatively and then was discharged on (B)(6) 2026. Patient current status is fine. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).